Manufacturer narrative:
Based on the info provided we are unable to determine to what extent, if any, the bard device may have caused or contributed to the event as alleged. As reported post implant the pt experienced continuous pain and subsequently underwent a procedure for the cutting of a section of nerve, due to damage. However, there was no indication that the implant was the cause of the alleged nerve damage. Additionally, the pt reports that no portion of the mesh was removed during this procedure. A review of the manufacturing records was performed and found that the lot was manufactured to specification. If additional info is obtained, a follow up MDR will be submitted. Note: the info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant/reporter was unable or unwilling to provide any further pt, product, or procedural details to bard.

Event description:
The following was reported to davol by the pt: the pt alleges that a bard perfix plug, was implanted during an inguinal hernia repair procedure performed on (B)(6) 2012. He alleges that in (B)(6) 2012 he presented with a high fever, pain and swelling at the implant site. He claims that his surgeon provided him with pain medication and an antibiotic for the swelling. The pt stated that he was uncertain if he had an infection. Allegedly, the pain continued and on (B)(6) 2014 the pt underwent a procedure for the cutting of a section of nerve, due to damage. He reports that no portion of the mesh was removed. The pt claims that the pain is continuous and severe and is not alleviated with pain medication. He alleges that he continues to visit a pain specialist to manage his pain.